Event description:
The pt reported that on 2 different occasions he felt he was going through withdrawal. He reported feeling nervous and jerking, as well as, weakness and difficulty standing. The first occasion lasted 3 days and the second occasion happened about 2 weeks ago and lasted about 2-3 days. The pt also reported that a couple of months ago at a refill visit, he over heard "that's a whole lot of medications left". He did not know the amounts. He included that the hcp had done an MRI (date not reported) and confirmed that he did not have a granuloma. The pump was used to deliver dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.